Event description:
Medtronic received information that approximately nine years and 11 months following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the physician was discussing replacing the valve with a valve-in-valve procedure. Computed tomography (CT) showed severe aortic stenosis (as) with no regurgitation. The peak gradient was measured at 63 millimeters of mercury (mmhg) with a mean gradient of 43 mmhg. No additional adverse patient effects were reported. Additional information was received the valve was initially implanted in the native aortic annulus. Approximately nine years, ten months, one week after the valve implant procedure, the CT was performed. Discussion of intervention occurred; however, no intervention was performed and had not been scheduled, but was likely to occur. No adverse patient effects were reported. Additional information was received that ten years and six weeks post-implant, a bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) procedure was performed resulting in hypotension and a second valve was implanted valve-in-valve which resolved the hypotension. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine years and 11 months following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the physician was discussing replacing the valve with a valve-in-valve procedure. Computed tomography (CT) showed severe aortic stenosis with no regurgitation. The peak gradient was measured at 63 millimeters of mercury (mm hg) with a mean gradient of 43 mm hg. No additional adverse patient effects were reported. Additional information was received the valve was initially implanted in the native aortic annulus. Approximately nine years, ten months, one week after the valve implant procedure, the CT was performed. Discussion of intervention occurred; however, no intervention was performed and had not been scheduled, but was likely to occur. No adverse patient effects were reported. Additional information was received that ten years and six weeks post-implant, a bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) procedure was performed resulting in hypotension and a second valve was implanted valve-in-valve which resolved the hypotension. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Eval code method codes were added and eval code conclusion was updated. Product analysis: the subject complaint device remains in the patient. Review of the device history record found the valve was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. One procedural image via media file was submitted to medtronic for review; in addition the patient¿s executive summary was provided for anatomical review. The device instructions for use (IFU) states that potential risks associated with the implantation of the valve may include, but are not limited to, the following: prosthetic valve dysfunction including, but not limited to, fracture; bending (out-of-round configuration) of the valve frame; under-expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement; regurgitation; stenosis. Conclusion: review of the media file showed a medtronic evolut fx bioprosthetic valve implanted in the failed corevalve bioprosthetic valve; coronary perfusion is not well visualized. As stated in the device IFU, the safety and effectiveness of the evolut fx bioprosthesis implanted within a failed pre-existing transcatheter bioprosthesis have not been demonstrated. Stenosis is a known potential adverse effect per the device IFU. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. With the limited information available, a conclusive root cause could not be determined. High gradients can be related to valve-related factors (e.g. Degeneration, thrombus, calcification, etc.) Or non-valve related facto rs (e.g. Left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction, etc.). Based on the limited information made available, a conclusive root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine years and 11 months following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, computed tomography (CT) showed severe aortic stenosis (as) with no regurgitation. The peak gradient was measured at 63 millimeters of mercury (mmhg) with a mean gradient of 43 mmhg. Discussion of valve-in-valve intervention occurred; however, no intervention was performed and had not been scheduled, but it was reported that it was to likely occur. It was noted that the valve was implanted in the native aortic annulus. No adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.